Manufacturer narrative:
Software implemented.

Event description:
The customer reported when discharging a patient the surveillance would reboot. Per the case notes, the customer system was still on b.02.09 and needed to be upgraded to b.02.12. There was no patient incident.